Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive on bending section cover (a-rubber) is detached and due to the adhesive peeling around the bending tube, the connection between the bending section and the distal end is detached. Based on the results of the investigation, most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. The most probable cause of the additional failure is root cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation that the rhino-laryngofiberscope exhibited that the adhesive on bending section cover (a-rubber) is detached and due to the adhesive peeling around the bending tube, the connection between the bending section and the distal end is detached. There was no report of patient involvement.